Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted that a forceps broke on (B)(6) 2011. Reportedly, they were used as intended. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. The investigation of the broken forceps has shown that the mouth of the forceps broke due to mechanical overload. The findings of the retainer teeth, which are heavy impressed on certain parts, that there was an influence of one or more mechanical overloads on the design of the forceps what caused the fatigue fracture. The device is 6 years old and was therefore used for a long time. Due to this, the conclusion is normal wear out.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)